Event description:
During an unspecified treatment procedure at first injection, it was reported a hole was observed at approx 1cm from the distal tip of the catheter. The catheter lumen was reported to have been tested prior to use. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A cut which partially separated the tip was found at 1.3 cm from the catheter tip.